Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient to forget the dexcom device in the bluetooth settings, turn the bluetooth off and on, remove and re-install the g5 application and manually enter the transmitter ID by hand. Pairing was successful. Patient will call back if there are additional issues. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.